Manufacturer narrative:
Invacare is filing this report because the device is also marketed and sold in the u.s. The device was sold by invacare (B)(4) and the event occurred in (B)(6). Invacare (B)(4) is conducting the investigation. Additional information and pictures were received from the end user. The information gathered suggests that the fork had come loose by itself. The end user stated that his relatives noticed the loose fork and they tried to tighten it back up. The pictures confirmed that the front forks are not the original forks installed during manufacturing. Invacare (B)(4) states: ¿it¿s very likely that the front forks on the affected rollator have not been secured with the required torque of 60 nm during fork exchange by the executing technician which is seen as the root cause for this event.¿ this is also supported by the healthcare¿s ivo report, where lack of maintenance is given as probable cause of event or incident. There are multiple warnings in the futura owner¿s manual including: warning! Incorrect use could lead to hazardous situations. Invacare accepts no responsibility for use, change or assembly of the product, other than stated in this user manual. Warning! Risk of injury: if any damage is found do not use the product. Maintenance: maintenance should be done at least once a year. To ensure good performance and safety you should regularly check that the following is carried out: ensure that screws and adjustments are properly tightened. Never use a defective walking aid. Do not attempt repairs yourself! Periodically inspect the castors tightness, wear and damage. Should additional information become available, a supplemental record will be filed.

Event description:
The patient was sitting on the rollator when the right front wheel came loose. The patient fell to the ground fracturing their right wrist.